Event description:
It was reported that the balloon broke while in use. The balloon was removed from the patient . According the sales representative who was present during the procedure, it was unknown if there were any balloon fragments left behind in the patient. The surgeon reportedly had no concerns that any fragments were left behind. There was no medical intervention performed, no adverse consequences and no delay reported

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that the balloon broke while in use. The balloon was removed from the patient . According the sales representative who was present during the procedure, it was unknown if there were any balloon fragments left behind in the patient. The surgeon reportedly had no concerns that any fragments were left behind. There was no medical intervention performed, no adverse consequences and no delay reported.

Manufacturer narrative:
The reported condition (balloon rupture/burst) could not be visually confirmed, since the alleged affected units were not evaluation for evaluation, as they had been disposed of by the customer after use.